Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient¿s blood glucose (bg) reading was elevated to 18 mmol/l (or 324 mg/dl) with nausea, no ketones value was reported. The reporter stated that they have lost confidence of the pump¿s ability to deliver accurately and requested that the pump be replaced. Customer technical support (cts) reviewed the potential causes of inaccurate delivery with the reporter and the reporter did not find any that applies. The total daily dose history was reviewed with the reporter and it was determined that the basal delivery totals was as programed. A bolus calculation exercise was performed with the reporter and the recommended bolus total was calculated correctly. During the troubleshooting, the reporter revealed that the patient had recent change in physical activity and/or stress level without adjustments to insulin regimen which potentially can contribute to bg issue. It was reported that the health care provider had adjusted the basal rate and bolus settings (insulin to carb ratio, insulin sensitivity factor and bg target). The reported hyperglycemia event did not meet criteria for a serious injury. This complaint is being reported because the alleged inaccurate delivery issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/07/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 04/29/2014 with the following findings: during investigation, a review of the black box showed the last basal delivery was on 03/25/2014 at 10:37 a.m. The total daily dose calculated correctly and reflected the user¿s basal target. During testing, the pump reflected 24 units after a 24hr on 1u/hr duration test. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. Also unrelated to the complaint, the time date setting was found to have reset to default after three minutes of a pump reboot on 03/25/2014. The pump was opened and the internal clock battery was found to have failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.